Event description:
Customer reported that pump battery would not charge, leading to the pump shutting down. There was no reported adverse impact to customer's blood glucose level. Technical support suggested plugging the pump into a different wall outlet, which initially resolved the issue as the pump began charging with no further assistance needed. However, later trials using different wall adapters and charging cables failed to resolve the issue permanently. Consequently, technical support decided to replace the pump. The customer was instructed on how to switch to an alternate method of insulin delivery, which involved using multiple daily injections.